Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source power switch could not be turned on. The reported issue occurred during preparation of use for an unknown procedure. There was no patient harm or injury reported due to the event.